Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported it was reported that the straight monoblock acetabular shell inserter part tip broke off while inserting cup implant. The instrument had wear and tear from use. Attempts have been made and additional information on the reported event is unavailable at this time.